Manufacturer narrative:
Review of the electronic data files from the AED show that the device was used in several deployments. The last deployment in the electronic data was on (B)(6) 2018. After the deployment, it appears the pads were disconnected from the AED and not replaced, resulting in the AED reporting a no pads warning. The AED continued to report the no pads warning along with flashing its red asi and chirping for 5 months until (B)(6) 2018 when the AED began warning that the battery pack was low. These warnings continued until (B)(6) 2018 when the battery pack became fully depleted. Although the initial reporter was not sure of the exact date of the event, they believe to may have been on or around (B)(6) 2018 at which point the AED's battery pack would have been depleted and the unit would not power on, consistent with the initial report. Based on the review of the electronic data from the AED the result of the event appears to be related to a lack of user maintenance; specifically, a failure to maintain the AED's battery pack. The review of the AED's electronic data files does not show evidence of user interaction to address the alarm conditions that began on (B)(6) 2018 or evidence of user interaction to maintain the device's battery pack prior to the reported use on or around (B)(6) 2018.

Event description:
It was reported by a care facility that they attempted to use an AED and it would not power on. When asked about maintenance and storage of the device they stated that they store the AED without the pads attached and they do not monitor the status of the AED. Although the initial reporter was not sure of the exact date of the event, they believe to may have been on or around (B)(6) 2018.